Event description:
The following has been reported: service needed, double red flashing lights. A preliminary review of the device log files was not performed. The device was returned for evaluation. Upon return, the device started with a minor pump error. Log files showing 12v rail error. Unit was tested for 18v power check and tested ok. Internal investigation found #4 external tooth lock washer lodged in between the handle and pneumatic plate. The external tooth lock washer was re-installed to ground stack that was missing. Further internal investigation found the pneumatic connector (j41) on the main/pcba board is broken/damaged. The lcd screw mounts were damaged/broken, the lever boot is unseated, the rear housing "o" ring/seal is unseated. The main pcba, lcd & touchscreen, lever boot, o-ring seal will be replaced during repair before device is sent to test line for full functional testing. Reporting as a conservative measure due to the 12v error identified during investigation. No adverse effects were reported.